Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. The product was not returned. (B)(4).

Event description:
Allegedly the component fractured. Young patient. Normal activity level.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. The event occurred in (B)(6).